Event description:
Customer reported receiving a motor error alarm while changing the reservoir. Customer stated that he was wearing the insulin pump when he had a MRI for his knee. He stated that he saw the numbers ramp up and that he had to update the date and time. The blood glucose reading was 200 mg/dl. He stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump failed the displacement test (261.6 units remaining on the status screen) followed by a motor error alarm during the rewind due to motor encoder signal out of phase. Unable to verify e70 error or check settings alarms due to motor error alarms. Unit received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.